Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na), potassium (k), and calcium (calc) results generated by the unicel® dxc 800 pro synchron® clinical systems. The initial results were reported out of the lab. The original specimens were re-tested and higher results were obtained. Amended reports were issued on about 80 patient samples. An example of initial and repeated results was provided by the customer. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
All specimens were collected in bd sample tubes. At 8:30 am on the morning of the event, the ion selective electrode (ise) system was calibrated and qc results were within the lab's established ranges. When qc was run at 2:00 pm, the ise qc results had shifted. A field service engineer (fse) was dispatched: a) the fse determined the root cause to be a defective carbon bridge. B) the fse cleaned flow cell and electrolyte injection cup (eic). Upon recur; the hardware failure could cause erroneous results of pivotal chemistries. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.